Event description:
It was reported that on the 8wt-bmt unit, the y-site broke off and lodged into the needleless connector when disconnecting the bi-fuse from the PICC line. After the needleless connector was replaced, there was good blood return and device patency. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.

Manufacturer narrative:
The customer¿s report of set component breakage was confirmed. Visual inspection of the set noted the luer tip was broken off. Further inspection of the broken luer tip area under magnification observed whitish colored stress markings on one side. Functional testing was deemed unnecessary due to the obvious damage. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that on the 8wt-bmt unit, the y-site broke off and lodged into the needleless connector when disconnecting the bi-fuse from the PICC line. After the needleless connector was replaced, there was good blood return and device patency. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.